Event description:
Information received indicates the head of the bed would rise without pushing any of the buttons.

Manufacturer narrative:
The technician replaced the right outer siderail control panel assembly to repair the bed.